Event description:
It was reported that pump displayed cartridge change error and customer was initially unable to successfully load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge and was able to resume insulin delivery before call was transferred, customer support instructed inspection and cleaning of pump components and advised software update and ongoing monitoring, and customer acknowledged instructions.